Manufacturer narrative:
B4:20may2021: the customer was shipped a replacement battery to be replaced on-site by the customer. The customer received a new battery and confirmed that the device was fully operational after replacement was completed. The battery was requested to be returned back for failure analysis at the component level. If the removed component is received, an evaluation will be performed and an additional report will be submitted.

Event description:
It was reported to philips that the device had a battery that was malfunctioning. The device was not in use at the time of the event. There was no report of patient or user harm.